Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that, 7 years prior with the patient's first pump, the patient went through withdrawal. After the pump was implanted, the patient was "not staying awake" and "they kept [them] for 3 days". The patient was given anti-nausea medication through an IV because they were vomiting so much.